Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The battery did not make contact with the insulin pump and it died within three days of inserting the battery. The battery cap slot was damaged. The customer received another failed battery test after troubleshooting. The customer also received a weak battery alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected off no power anomalies noted. The drive support disk was inspected and no anomaly noted. The insulin pump received with stripped battery cap coin slot(p).pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.